Event description:
Journal reference: stetkarova I, vrba I, peregrin j, sroubek j. Complications of treatment of severe spasticity with implantable pump systems. Ceska slov neurol neurochir 2008;71(4):458-465. The effect of intrathecally administered baclofen was tested in 19 patients with severe spasticity and in one patient with generalised dystonia. Based on the effect of tested baclofen, we subsequently implanted pump systems to nine persons with multiple sclerosis and five persons with a chronic spinal injury. Reportable event: one of our patients showed major fluid collection above the pump within one month after the implantation. We used a compressive bandage, but it did not alleviate the problem. Therefore, we made several repeated punctures and the situation improved.